Event description:
Product: piccolo comprehensive metabolic panel reagent disc, abaxis, inc., published assay interferences by manufacturer are inconsistent. In table 2 of the current package insert, it is claimed that the highest concentration tested of ascorbic acid is 3 mg/dl. In table 3, the stated level of ascorbic acid that causes significant interference is 20 mg/dl (presumably, units are not included in the table header), affecting the assays for alt, creatinine, carbon dioxide. While the clinical relevance of these concentrations may be limited, these two tables provide conflicting information regarding the potential for interference on these three assays. This has been reported to the manufacturer by more than one group to our knowledge. FDA safety report ID# (B)(4).